Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a cervical spinal surgical procedure. It was reported that sometime post op it was found that the screws bent and the patient developed pain. The patient underwent a revision surgery. No additional information is available at this time.